Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were unable to test on the meter. Their meter allegedly had no power. Meter turned on after troubleshooting. The result on their meter was unable to test. There was no comparison. Not treated. No further information has been reported.